Event description:
It was reported that a day post implant of this cardiac resynchronization therapy defibrillator (crt-d) system, this left ventricular (lv) leads exhibited loss of capture (loc) due to high pacing thresholds. It was noted that the patient was pacing dependent and was experiencing multiple episodes of asystole. The lv lead was reprogrammed, and capture was confirmed. No additional adverse patient effects were reported. The lv lead remains in service. Subsequently, additional information was provided that reported that the patient underwent a full system explant procedure and had this cardiac resynchronization therapy defibrillator (crt-d) device that included this left ventricular (lv) lead, right atrial (ra) lead and right ventricular (rv) lead explanted due to infection. The whole system was replaced with a new device and leads successfully. No additional adverse patient effects were reported. The lv lead was returned for analysis.

Event description:
It was reported that a day post implant of this cardiac resynchronization therapy defibrillator (crt-d) system, this left ventricular (lv) leads exhibited loss of capture (loc) due to high pacing thresholds. It was noted that the patient was pacing dependent and was experiencing multiple episodes of asystole. The lv lead was reprogrammed, and capture was confirmed. No additional adverse patient effects were reported. The lv lead remains in service.

Manufacturer narrative:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Event description:
It was reported that a day post implant of this cardiac resynchronization therapy defibrillator (crt-d) system, this left ventricular (lv) leads exhibited loss of capture (loc) due to high pacing thresholds. It was noted that the patient was pacing dependent and was experiencing multiple episodes of asystole. The lv lead was reprogrammed, and capture was confirmed. No additional adverse patient effects were reported. The lv lead remains in service. Subsequently, additional information was provided that reported that the patient underwent a full system explant procedure and had this cardiac resynchronization therapy defibrillator (crt-d) device that included this left ventricular (lv) lead, right atrial (ra) lead and right ventricular (rv) lead explanted due to infection. The whole system was replaced with a new device and leads successfully. No additional adverse patient effects were reported. The lv lead was returned for analysis.